Manufacturer narrative:
It was reported that a pre-filled nacl syringe was broken was noted to contain a "contaminate." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a dark brown particulate was observed to be stained all over the opening of the syringe. The syringe appeared unused and no other defects were noted. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a pre-filled nacl syringe was broken was noted to contain a "contaminate."